Event description:
It was reported by a customer in the USA that an 840 ventilator graphic user interface (gui) reset itself during use. The pt was removed from the malfunctioning device, and placed on another ventilator. There was no pt injury reported.

Manufacturer narrative:
The reported 840 ventilator graphic user interface (gui) central processing unit (cpu) was replaced by the customer, and the covidien customer service engineer (cse) was requested to install the software, run all required calibrations and tests, and the unit was operating within manufacturer's specifications. (B)(4).